Manufacturer narrative:
The reported events of low pacing impedance and unacceptable threshold were not confirmed while the reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation was damaged at the proximal region. The cause of the reported event of insulation damage was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the right ventricular lead exhibited low pacing impedance and increased capture threshold. Lead insulation break was suspected. The lead was explanted and replaced. The patient was stable.